Event description:
During a low anterior rectum resection, procedure, at closure and firing no typical sounds were detected. Instrument did not staple correctly and did not cut. Staples still stuck in the cartridge after firing. The procedure was finished successfully with an endogia device from covidien. No further information is available.

Manufacturer narrative:
(B)(4). The analysis results showed that the was received in good visual conditions and with a cartridge reload present. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional.